Event description:
Patient on bilevel positive airway pressure (bipap) mask connected to an o2 tank was being transported from nursing unit to CT department. On the way to the CT department, the bipap started to alarm "oxygen not available" although the o2 tank was confirmed full. The patient desaturated to 86% until the bipap was plugged back into the wall upon arrival.